Event description:
It was reported that the patient experienced a return of symptoms and not being able to adjust the stimulation. The patient programmer displayed a "call your doctor" message. The implantable neurostimulator (ins) was at end of service (eos). The patient was told the ins would last 3 years. Depletion occurred at 2 ½ years. The patient met with the manufacturing representative 10 months prior and adjustments were made to the program because she didn't feel she was getting the best service out of the device. The amplitude was set at 4 volts. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v516930, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Follow up information received from the patient reported that they did not have any concerns with their device therapy. If additional information is received, a follow up report will be sent.